Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to synthes service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Device was used for treatment, not diagnosis. During pre-repair assessment performed by a technician, functional testing was performed and revealed the power supply was not functioning and the main print and valves prints were old. This was attributed to normal wear. The device was repaired and returned to the customer on (B)(4) 2013. The 510k#: device is not distributed in the united states, but is similar to device marketed in the USA. Placeholder.

Event description:
The device was returned for service. During pre-repair assessment performed by a technician, functional testing was performed and revealed burn traces on the charging bay. The main print and valve print were old. This is report 1 of 1 for complaint # (B)(4).